Event description:
It was reported that, after a trauma surgery to treat a femur trochanteric fracture had been performed on (B)(6) 2021, the trigen intertan intertroch antegr nail broke. This was noticed by x-ray analysis performed. A revision surgery to treat this adverse event was performed on (B)(6) 2021; the broken nail was explanted and, after that, a long nail was implanted instead. Current patient outcome is unknown.

Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. The lab analysis concluded that from the analysis conducted during this investigation, it was concluded that the intertan 10s 10mm x 18cm 125d nail fractured by the initiation and subsequent propagation of shear forces. The fracture likely initiated on the lateral side of the nail through the distal screw hole. The shear forces quickly propagated in a quasistatic manner to an extent that the cross-sectional area of the nail could not bear the imposed loading, which led to an overload fracture of the nail. No material deviations were found during this investigation. The clinical/medical evaluation concluded that the x-ray photos provided confirm the reported breakage. Based on the limited information provided the clinical root cause could not be determined. A procedural variance cannot be ruled out as the cause. The patient impact beyond the reported procedural could not be determined. Should any additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Factors and/or potential causes that could contribute to the reported event include but not limited to excessive forces applied to implant and inadequate design. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. Internal complaint reference number: (B)(4).